Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At a routine follow-up appointment, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient will remain on anticoagulation medication for 60 additional days before re-examination.

Manufacturer narrative:
Aware date used as event date is unknown.